Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had free flow - fentanyl was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that reported a previous event in which there was a free flow with involving fentanyl. Customer believes the issue was caused by stacking IV devices on top of each other. There was patient involvement, but the outcome is unknown. This was reported to bd representatives on-site during an on-site visit.